Event description:
Caller reported that the quick bolus and wake button on the pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on proper button-pressing techniques and confirmed that the pump display would turn on, albeit with difficulty. The pump case was removed, but the issue persisted. The customer continued to use the pump for insulin therapy.